Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the epidural tubing did not drip while administering the drug. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: thirteen new devices were received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or duplicated. The root cause was unable to be determined.